Manufacturer narrative:
As reported, this patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned, including, but not limited to, fracture, and caused injury and damages to the patient. As a direct and proximate result of this malfunction, the patient, suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further and proximate result, the patient, has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief underwent placement of defendants¿ trapease vena cava filter. The filter subsequently malfunctioned, including, but not limited to, fracture, and caused injury and damages to the patient. As a direct and proximate result of this malfunction, the patient, suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further and proximate result, the patient, has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
Additional information was received from a patient profile form (ppf) that the patient had a CT scan which indicated her inferior vena cava (ivc) filter had tilted and indicated the presence of stenosis. The patient is on lifetime anticoagulation and also has pain post implant. These injuries have caused emotional distress, mental anguish, anxiety and stress. Medical records received note the indication for filter placement was deep vein thrombosis (dvt) and gastro intestinal bleeding. The filter was successfully deployed in the infrarenal ivc. There was n o thrombus within the ivc. Additional information was received from a patient profile form (ppf) that the patient had a CT scan which indicated her inferior vena cava (ivc) filter had tilted and indicated the presence of stenosis. The patient is on lifetime anticoagulation and also has pain post implant. These injuries have caused emotional distress, mental anguish, anxiety and stress. Medical records received note the indication for filter placement was deep vein thrombosis (dvt) and gastro intestinal bleeding. The filter was successfully deployed in the infrarenal ivc. There was n o thrombus within the ivc. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned, including, but not limited to, fracture, and caused injury and damages to the patient. A computerized tomography (CT) scan report, that the patient submitted for approximately twelve years post implant for evaluation of the filter, indicated that the filter had tilted and there was presence of stenosis, location of stenosis was not provided. The patient is reported to be on lifetime anticoagulation and has experienced pain, mental anguish anxiety and stress. While the initial information indicated that there was fracture of the filter, the additional information contained in the patient profile form does not specify fracture and it is not noted in the results of the CT scan. The indication for the filter implant was deep vein thrombosis (dvt) and gastro-intestinal bleeding. The filter was placed via the right internal jugular vein and deployed in the infra-renal inferior vena cava (ivc). The ivc gram demonstrated normal venous anatomy and no evidence of thrombus. The product was not returned for analysis and the sterile lot number provided is illegible; therefore, no device analysis nor device history record review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture, tilt and stenosis could not be confirmed, and the exact cause could not be determined. As the information provided is conflicting, the report of filter fracture could not be confirmed or further clarified. The timing and mechanism of the tilt has not been reported at this time. Without medical records or imaging available it is not possible to determine the exact location or cause of the stenosis. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. With the limited information provided and no post implant imaging available for review it is not possible to establish a relationship between the reported events and the device. Anxiety and pain do not represent a device malfunction, rather may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.